Event description:
The lead was not capturing during the threshold test at the implantation procedure. A new lead was implanted successfully.

Manufacturer narrative:
(B)(4). The analysis on this device is pending.